Manufacturer narrative:
No product was returned for investigation. The cause of the hematuria and pericardial effusion was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria, pleural effusion, and pericardial effusion. The patient is in stable condition.